Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. No device issues with the heartmate 3 lvas were identified through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital for a scheduled direct current cardioversion (dccv) due to atrial fibrillation (afib) with rapid ventricular response (rvr). Log files showed no unusual events. Based on the log files, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 narrative updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Details provided on (B)(6) 2025 noted that the patient experienced inappropriate shock from an implantable cardioverter defibrillator (ICD) and an EKG showed afib. No issues with the left ventricular assist device (lvad) were noted. The patient had a history of afib prior to lvad implantation. The patient was cardioverted during an outpatient procedure, and the sinus rhythm was normal afterwards.